Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited noise that was able to be reproduced with isometrics. The noise was oversensed but did not lead to any pacing inhibition. Low out of range pacing impedance measurements of less than 200 ohms were also observed. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the ICD remained in service with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.